Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient isn't happy with the results thus far, but realizes it is only the first day so they increased stimulation. Two days later, patient wants to wait longer to urinate. They slept terribly the night prior because their bandage was wet. On (B)(6)2017, patient's spouse said the tape is coming off, the patient isn't sleeping well, and the patient's spouse is worried about the patient having infections. A day later, patient experienced numbness and then hurting when the patient was going to sit so they turned stimulation down to 3.4v which seemed to help. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.